Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary procedure with a saline mentor siltex contour profile spectrum 650cc breast implant and experienced deflation on the left breast implant. As a result, the patient has undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the sterilization expiration date is (B)(6) 2009. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 5592718 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).